Event description:
It was reported through litigation process that sometime post a port placement via the right subclavian vein, the catheter was allegedly found to be fractured. It was further reported that the fractured catheter migrated into the right ventricle. Reportedly, the port and catheter were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review.the medical record alleges that an implant port was implanted for the treatment of left breast cancer the port placement was taken place at the right subclavian vein with a puncher made by a large bore needle using a infraclavicular approach then the guidewire was advanced into the right atrium with the help of fluoroscopy and the catheter length was determined the port packet was created for the low profile port at the wire side and the hemostasis was secure. Then the port was assembled and flushed with the heparinized saline. The fluoroscopy shows the port was in good position and it was further flushed easily with the heparinized saline without any issue. Approximately two years and a month later the patient underwent the port removal procedure where an epithelial skin incision was made around the old vertical scar laterally on the left breast which was used to remove the remainder of the tumor that was it's a exophytic through the skin at the time of the first surgery then the insertion was carried out and the dissection down to the extracellular dermal matrix to reach out the mediport. And it's three which taken prior to the surgery before 5 months back shows the port was discontinued with the catheter and the catheter was still located in the chest area so it was proceed with the removal, no catheter was to be found under the fluoroscopy and the catheter was down in the right ventricular hence the procedure was terminated and consulted with the interventional radiology for the removal of the catheter on the same day the patient underwent a foreign body removal procedure with the small dermatome was made through which a small wall puncture in the right common femoral vein was made with the needle under the real time ultrasound with the help of five french complete catheter was advanced to the right heart into the superior vena cava there was removed over a wire and the share sheet was advanced over the wire the then the gooseneck snare was used to engage to the superior margin of the catheter and ensure the catheter for removal. As the medical record confirms the catheter fracture, separation and catheter margination, hence the investigation also confirms the device malfunction. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device). H11: h6 (patient, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the catheter allegedly fractured. However, the current status of the patient is unknown.